Event description:
It was reported that balloon blade damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for treatment in two linear stenoses. The device was dilated twice at 6 atmospheres and twice at 8 atmospheres to achieve full dilation. During removal, there was resistance at the edge of the sheath and so an ultrasound was performed, and it was found that a quarter of the blade was lifted. It did not appear detached from the balloon, so the removal was proceeded as is. There were no fragments left inside the patient, and the procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis and underwent a visual and tactile examination. The balloon of the device was visually examined, revealing that 5mm of the blade and pad were lifted on one of the blades. All other blades were present and fully bonded to the balloon surface. No issues were identified on the tip, markerbands, or shaft of the device.